Event description:
Reporter states that following howmedica's recommended technique, the insert was pushed in place. There was a "spring" motion on the anterior aspect of the insert. The insert was taken out by prying its locking lip up with an elevator. After the surgeon noticed some soft tissue had been caught between the insert and tibial baseplate on the latero-posterior side. The same insert was again pushed in place after having taken out the soft tissue and cleaning both the baseplate and the insert. There was once again the same "spring" motion on the anterior aspect of the insert. Another insert was available and was used successfully. There was no adverse consequence for the pt.